Manufacturer narrative:
Tracking #.48551. Ees #.980246/j. Endopath endoscopic multifeed stapler: based upon the inquiry info received and the visual examination, no conclusion could be reached as to how the reported event during surgery occurred. The instrument was received empty. No functional testing could be performed due to the instrument being returned empty. No anomalies could be identified during the evaluation.

Event description:
It was reported the ems was used during a laparoscopic hernia repair. It was reported by the affiliate, the staple could not be delivered. There was no consequence to the pt.